Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3, reference MFR. Report#1627487-2018-07410, reference MFR. Report#1627487-2018-07408. It was reported the patient experienced diminished therapy with their drg system. As a result, surgical intervention was undertaken wherein the drg ipg was explanted and replaced with a new model. Follow-up identified therapy was reestablished and the issue resolved.